Event description:
During a transfemoral tavr procedure, the delivery balloon ruptured prior to full deployment with 18ccs of volume. Angio demonstrated moderate pvl in several areas and the valve did not appear fully expanded. A 23mm x 4cm edwards balloon was used for post-dilation; upon maximum inflation, the bav balloon also ruptured. Tee and angiography both demonstrated moderate pvl; however, the patient remained hemodynamically stable. Another 23mm delivery system was used in an effort to post dilate the valve. This balloon was positioned such that only the proximal working margins of the balloon were located within the implant, as it was believed that the calcified stj (sinotubular junction) continued to impact rupture. The system was inflated and full inflation was able to be maintained for 5 seconds to help with apposition of the valve. Tee confirmed mild pvl and great expansion of the valve. The patient's hemodynamics improved and the procedure was completed. The patient was transferred to the ICU in stable condition. Per report, a narrow, severely calcified stj (20mm on tee and 21x22 mm on CT) likely contributed to the balloon ruptures.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, patient factors (narrow, severely calcified stj) in combination with slight overinflation of the delivery system (nominal volume is 17cc) likely contributed to the balloon ruptures. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.